Event description:
Pt had nonunion and retained hardware in the lt third metaacarpel. Had to haave debudment and rereduction after plate was removed and then orif with 7 hole plate inserted and iliaac crest bone graft.